Event description:
The tech recognized by checking the catheter, after taking it out of the hoop, that the catheter was kinked. It was a sharp kink approx 50cm to the tip. The box and hoop were in good shape with no visible damage.

Manufacturer narrative:
Technical eval: there is a single-axis bend 49.0cm from the distal tip. Conclusion: the incident is confirmed as reported. It is unclear why the catheter was returned without its spiral carrier tube. The DHR of this mfg lot has been reviewed and a copy is attached. This MDR is being filed as part of the remediation action taken as per penumbra 02/2010 update to the FDA warning letter dated 12/31/2009. A review of the device history record (DHR) was completed on part # 0829, (lot # l15866). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The lot has passed all dimensional measurements per spec, in addition, all destructive testing was completed per required process monitoring requirements and results met spec for the tensile strength. The parts released in this lot met process requirement.